Manufacturer narrative:
No anomaly detected by checking the DHR of the lot# involved (2015at0dz) on a total of (B)(4) liners manufactured with the same lot#. No other complaint reported on this specific lot#. We will send a final report on this event once the investigation will be completed.

Event description:
Smr reverse shoulder prosthesis implanted on (B)(6) 2016. Revision surgery performed on (B)(6) 2017 due to the disassociation of the liner (model #1360.50.820, lot#2015at0dz) from the humeral extension. According to the info reported, patient went very well post primary surgery when, suddenly, the liner came loose floating posterior of the joint. So, patient started complaining about pain and loss of use of his shoulder. During the revision surgery a new reverse liner was inserted and the shoulder appeared to be stable and in a good position. Event happened in us.